Manufacturer narrative:
The user facility elected to have their table inspected by a third-party prior to allowing a steris technician to inspect the table. The user facility did not disclose the details of this inspection, including any repairs or adjustments that may have been performed. Following the third-party inspection, a steris service technician arrived onsite to inspect the table and found it to be in use and operating properly. No repairs were required. To date, the user facility has not provided steris additional details regarding the report event. A follow-up MDR will be submitted should additional information become available.

Manufacturer narrative:
The user facility immediately removed the table from service. A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table; however, the user facility did not allow the technician to perform an inspection as they wanted to conduct their own investigation first. The table was installed in 2017 and is not under steris service agreement; the user facility is responsible for all maintenance activities. At this time a root cause is unable to be determined as steris does not have access to the 4085 surgical table. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table made an uncommanded movement resulting in the patient slipping off of the table. The user facility did not disclose any additional details regarding the reported event.